Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there were no missing segments or discoloration in the display. The pump booted to a dim and discolored display. Unrelated to the display issue, no vibratory features were felt during testing. The vibration motor pins were found to be out of alignment. The battery compartment was cracked. The crack was from the battery cap towards the case seal. The battery cap was also found to have its threads damaged and will not secure to pump. The keypad was returned with electric tape covering the keypad, when the tape was inspected, tears were found in the keypad around the up and down button symbols. Those buttons were found to be intermittent during operation. Contamination was found underneath the contacts for the contrast, up, down, and ok button symbols. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.